Event description:
It was reported that a patient presented with high defibrillation impedance noted on the patient's right ventricular lead. No information regarding intervention or adverse patient consequences was reported.